Manufacturer narrative:
E1: (B)(4).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting error code 1007 (machine and proximal pressure sensors failed) message. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
Bench repair evaluated the device and confirmed that the device kept showing the error message 1007. Bench ordered a motor controller (mc) printed circuit board assembly (pcba) for replacement. Bench replaced the mc board, did the full functional test, and all passed. Bench replaced the mc board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.